Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed end of life (eol) and indicated it had reverted to storage mode. The patient had been lost to follow up and had not been seen for 1.5 years.